Event description:
It was reported the device angle is tight slightly, the auxiliary water tube is clogged. The issue found during device maintenance. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Device return evaluation was completed. The customer reported complaint was confirmed. Inspection found the angles were tight. Additionally, service engineer noted the auxiliary water channel tube was not deformed or damaged; there was foreign materials in the auxiliary water channel tube, which could not be removed . Service engineer noted the foreign materials cannot be identified. Furthermore, the following findings during inspection were noted on the device: the light guide tube (lg-tube) worn. The switches worn. The scope cover (s-cover) worn. The protector worn. The insertion tube was wrinkled. The smaller light guide (lg) lens was damaged. The suction cylinder was worn. Device repair history review : the concerned product has been repaired once in the past year. Repair completed on: 2021/11/29. Fault detection: the instrument channel tube had leakage; s-plate was missing; the suction port was worn; the contact pin of the e/l connector was corroded; the objective lens was worn. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed during inspection; however, the presumed cause could not be further determined. Olympus will continue to monitor field performance for this device.